Manufacturer narrative:
No addtional concequences were reported.

Event description:
The patient developed serosanguinous from the right ear and was treated with antibiotics. The devices remain implanted at this time.